Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation was ruptured. Concomitant product: 5076-52, lead, implanted: (B)(6) 2007.

Event description:
The right atrial and right ventricular lead were explanted during a sternotomy and tricuspid valve replacement procedure. The leads were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.